Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure a functional test was performed by opening and closing the basket. The device was then inserted into the endoscope. Upon withdrawal, they noted the tip of the basket was detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of tip detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure a functional test was performed by opening and closing the basket. The device was then inserted into the endoscope. Upon withdrawal, they noted the tip of the basket was detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received as of (B)(6) 2013. Received confirmation that the rx lithotripter compatable basket was inserted into the bile duct through the endoscope. The physician attempted to crush the stone, however, it was unsuccessful. When the device was removed from the endoscope, the tip of the rx lithotripter compatable basket was found detached.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip had detached and the basket wires were extended with no wire deformation noted. An examination of the wire ends found that the tip had been previously attached and the wire ends did not present any issues. The device also presented side car- rx pushback of approximately 2 mm, specification is 0.5 mm maximum, and the coil was found to be buckled at approximately 1.5 cm from the proximal end of the side car- rx. Based on the event description and evaluation of this and other devices with the same issue of tip detachment, the most probable root cause of "undeterminable" is selected for the complaint--a review and analysis of all available information failed to indicate a probable root cause or most probable root cause. A device history record (DHR) review of lot number 16183409 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16183409.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure a functional test was performed by opening and closing the basket. The device was then inserted into the endoscope. Upon withdrawal, they noted the tip of the basket was detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received as of (B)(6) 2013. Received confirmation that the rx lithotripter compatable basket was inserted into the bile duct through the endoscope. The physician attempted to crush the stone, however, it was unsuccessful. When the device was removed from the endoscope, the tip of the rx lithotripter compatable basket was found detached.